Manufacturer narrative:
Investigation is ongoing.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via transfemoral approach in the subclavian artery, the balloon rupture ruptured and bunched up. During fine adjustment the valve had flared struts and the balloon parachuted and the operators were not able to pull the system out. It seemed like the lock failed and every time the operator pushed the valve forward onto the alignment markers for the balloon, the balloon catheter shaft would reverse back even with the lock on. The operators decided to cut off the handle of the delivery system thinking they could remove the 16fr esheath and replace with the 26 gore dry seal thinking that they could withdrawal the flared valve into the larger sheath and remove it from the body, but that failed to work. The operators made a decision to put the patient on bypass and tried to snare out the devices but that did not work. Eventually they had to do a surgical procedure which "shattered" the patient's subclavian artery which had to be repaired. The procedure took 12 hours but at the end the patient was taken back to ICU in stable condition.

Manufacturer narrative:
Correction to h6; component code, device code, impact code, type of investigation, investigation findings, investigation conclusion. Update to d9. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07819. The commander delivery system (ds) was returned for examination. The complaint was confirmed for the reported event based on the evaluation of the returned device. A visual examination found that the distal inflation balloon was bunched, and the balloon was torn at the inflation/crimped balloon bond with the wings exposed. Imagery was provided that shows the transcatheter heart valve (thv) interacting with the sheath tip during withdrawal after the delivery system had been cut. The patient's subclavian artery was torturous per imagery. A device history record (DHR) review revealed a potential manufacturing nonconformance issue that may have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3, device preparation manual, procedural training manual, and subclavian and axillary approaches supplement. Based on the review, no IFU or training deficiencies were identified. During manufacturing, the commander delivery system is both visually inspected and tested several times throughout the process. During the final inspection, the device undergoes visual and functional inspections. Additionally, the delivery system is tested and inspected on sample devices from each lot during product verification (pv) testing. The inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve alignment difficulty, balloon tore, and withdrawal difficulty were confirmed based on the evaluation of the returned device or evaluation of provided imagery. No manufacturing non-conformances were identified during the engineering evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during fine adjustment the valve had flared struts and the balloon parachuted and the operators were not able to pull the system out. It seemed like the lock failed and every time the operator pushed the valve forward onto the alignment markers for the balloon, the balloon catheter shaft would reverse back even with the lock on." It is possible that tension was introduced onto the delivery system and resulted in the reported multiple attempts to align the valve onto the valve alignment markers. The exact cause of the tension is unknown. However, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature, as observed in 3mensio of the patient's subclavian anatomy. This can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv becomes unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. As reported, "the balloon ruptured and bunched up. During fine adjustment, the valve had flared struts and the balloon parachuted and the operators were not able to pull the system out." Evaluation of the returned complaint device revealed a torn I/c bond. Potential root causes for the separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported, it is possible that increased forces of performing valve alignment may have weakened the balloon and caused the balloon to tear and subsequent inability to deploy the thv. As reported, "during fine adjustment the valve had flared struts and the balloon parachuted and the operators were not able to pull the system out." Tortuous patient anatomy as observed in patient 3mensio could result in non-coaxial angles of withdrawal during system retrieval. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching on the sheath tip and causing the reported withdrawal difficulty, as observed in provided fluoro imager. In this case, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section withdrawal of torn balloon, non-coaxial withdrawal (crimped valve) may have contributed to the complaint event. The complaints for (balloon torn) separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra) and CAPA. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.